Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and three batteries were returned for evaluation. Three batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection did not reveal any anomalies involving the controller's connectors. The controller was able to recognize a power source attached on both power ports; all connections were stable with no anomalies observed. Additionally, an internal inspection of the returned controller did not reveal evidence of fluid ingress. Failure analysis of the returned batteries revealed that three batteries passed visual inspection; no anomalies were observed involving the battery connectors. Failure analysis of two batteries revealed that the batteries passed functional testing. As received, two batteries were depleted; however, the batteries were able to charge appropriately and were subsequently able to provide power to a test controller; the connections were stable. Functional testing of a battery revealed that the battery was unable to charge or provide power. Further analysis revealed that there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. During supplemental testing the flag was cleared and the battery regained functionality. Further investigation using a representative sample revealed that the observed communication error was replicated while the battery was exposed to electrostatic discharge (esd). This is an additional observation not related to the reported event, as the observed communication error did not impact the ability of the battery to connect to a controller. The most likely root cause of the observed inoperability of the battery can be attributed to an esd event resulting in a communication error between the gas gauge ic that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. Additionally, internal inspection of the returned batteries did not reveal evidence of fluid ingress. As a result, the reported "water ingress" and poor mechanical connection events involving controller and three batteries were not confirmed. The reported "water ingress" and poor mechanical connection events involving three batteries could not be confirmed due to insufficient evidence. Of note, it was reported that the patient may have taken a shower without using the shower bag. Per the instructions for use, patients who shower must use the shower bag. Based on the available information, the most likely root cause of the reported "water ingress" event may be attributed, but not limited, to the handling of the devices, including the use of the peripheral devices in the shower without the shower bag. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to battery connector damage. Additional products: d4: (B)(6). D9: yes, return date: 20-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01. H6: FDA results code(s):c0302. H6: FDA conclusion code(s): d06. D4: (B)(6). H3: yes. D4: (B)(6). H3: yes. D4: (B)(6). D9: yes, return date: 19-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01. H6: FDA results code(s):c19. D4: (B)(6). D9: yes, return date: 20-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01. H6: FDA results code(s):c19. D4: (B)(6). H3: yes. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that only two of the batteries had water damaged that could not be visually seen, and contributed to the poor mechanical connection.

Manufacturer narrative:
A supplemental report is being submitted for an update to event description, patient ime and imf codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and annex c, d and g codes. Product event summary: one (1) controller ((B)(6)) and three (3) batteries ((B)(6), (B)(6), (B)(6)) were returned for ev aluation. Three (3) batteries ((B)(6), (B)(6), (B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the r eturned controller revealed that the device passed visual inspection and functional testing. Visual inspection did not reveal any anomalies involving the controller's connectors. The controller was able to recognize a power source attached on both power ports; all connections were stable with no anomalies observed. Additionally, an internal inspection of the returned controller did not reveal evidence of fluid ingress. Failure analysis of the returned batteries revealed that (B)(6), (B)(6), and (B)(6) passed visual inspection; no anomalies were observed involving the battery connectors. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed functional testing. As received, (B)(6) and (B)(6) were depleted; however, the batteries were able to charge appropriately and were subsequently able to provide power to a test controller; the connections were stable. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power. Further analysis revealed that there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. During supplemental testing the flag was cleared and the battery regained functionality. This is an additional observation not related to the reported event, as the observed communication error did not impact the ability of the battery to connect to a controller. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the observed inoperability of (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additionally, internal inspection of the returned batteries did not reveal evidence of fluid ingress. As a result, the reported "water ingress" and poor mechanical connection events involving (B)(6) , (B)(6), (B)(6), and (B)(6) were not confirmed. The reported "water ingress" and poor mechanical connection events involving (B)(6), (B)(6), and (B)(6) could not be confirmed due to insufficient evidence. Of note, it was reported that the patient may have taken a shower without using the shower bag. Per the instructions for use, patients who shower must use the shower bag. Based on the available information, the most likely root cause of the reported "water ingress" event may be attributed, but not limited, to the handling of the devices, including the use of the peripheral devices in the shower without the shower bag. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to battery connector damage. Additional products: d4: serial #: (B)(6) h6: img code(s): g04034 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial #: bat902380 h6: img code(s): g04034 d4: serial #: (B)(6) h6: img code(s): g04034 d4: serial #: (B)(6) h6: img code(s): g04034 d4: serial #: (B)(6) h6: img code(s): g04034 d4: serial #: (B)(6) h6: img code(s): g04034 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 22-jul-2020. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial #: (B)(4) ; UDI #: (B)(4) . Device evaluated by MFR? No. Mfg date: 22-jul-2020. Device evaluated by MFR? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Mfg date: 22-jul-2020. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Mfg date: 22-jul-2020. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 22-jul-2020. Labeled for single use? No. Heartware ventricular assist system: battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 22-jul-2020. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries had poor mechanical connections due to water ingress after the patient took a shower. The controller, and batteries were removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: one controller and six batteries were not returned for evaluation. The reported "water ingress" and poor mechanical connection events could not be confirmed due to insufficient evidence. Of note, it was reported that the patient may have taken a shower without using the shower bag. Per the instructions for use, patients who shower must use the shower bag. Based on the available information, the most likely root cause of the reported "water ingress" event may be attributed, but not limited, to the handling of the devices, including the use of the peripheral devices in the shower without the shower bag. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to controller connector damage, bent pins, connector wiring failure, and/or battery connector damage. Additional products: d4: serial #: (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.